Event description:
The customer reported: "it was about to be used on a patient for introducing a proseal in theatre but the problem was seen before use." "The anaesthetic nurse involved stated that when she opened it and tried to put it into the proseal stated she had difficulty putting it in, when she looked closer noticed it had separated - the blue part from the metal plate.". The patient condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the blue silicone was damaged and partly separated from the metal handle. Upon closer observation it was noticed there were scratches across the stainless steel made introducer body. It was also found that the bond of the insert-molded silicone strip was damaged. A device history record review was performed and no relevant findings were identified. Based on the investigation performed the reported complaint was confirmed. The failure was due to handling/reprocessing. The device is reusable and will be worn out depending on usage volume and handling methods.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported: "it was about to be used on a patient for introducing a proseal in theatre but the problem was seen before use." "The anaesthetic nurse involved stated that when she opened it and tried to put it into the proseal stated she had difficulty putting it in, when she looked closer noticed it had separated - the blue part from the metal plate.". The patient condition was reported as "fine".